Event description:
It was reported that the patient's spouse complained that the patient had 'deteriorated' in the past months before the device had been replaced, and that the battery ran out because of the 'bad lead wire.' Further investigation revealed that the left ventricular (lv) lead displayed high thresholds. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.